Manufacturer narrative:
Only the stent was returned for investigation and was subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that about half of the returned stent is severely deformed. The stent is still attached to the snare which was used for retrieval. The delivery balloon was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was chosen to treat a calcified lesion (90 percent stenosis degree) in the lad. Despite pre-dilatation the lesion could not be crossed with the device. During withdrawal the stent dislodged and could be retrieved with a snare.